Event description:
The service report shows the customer reported that the 840 ventilator is inoperable. No pt involvement. The covidien customer support cse inspected the device and replaced the analog interface pcb. The unit passed extended self testing.